Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the aneurx stent graft was explanted due to continuing expansion of the aneurysm; however, the cause of the aneurysm expansion is unknown. No additional clinical sequelae were reported, and the patient is fine. The explanted grafts have been received by medtronic, and their evaluation is pending.

Manufacturer narrative:
(Aneurysm enlargement). Evaluation results/conclusions: (cause of aneurysm expansion unknown).